Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) the helix was caught on tissue while mapping and when pulled back, the helix was stretched. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.